Manufacturer narrative:
E. Event site name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had liquid on the safety disk. Blood was detected on the device. There was no patient harm or injury reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and an inspection of the device revealed the presence of blood in the pneumatic interface module. The pneumatic interface module containing the blood was replaced with a new one. All manifold tests were performed on the device, and it passed all of them. The device was operated for a period of time. Its functions were verified, and it was returned to the user in working order.